Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/27/2015 with the following findings: a call service alarm associated with a language file corruption was reproduced during the rewind step, thus prohibiting the ability to verify all steps. The related call service alarm failure was found in the black box. Unrelated to the initial complaint, the display contrast was found to be dim and reddish. The bolus button cover was found to be torn but the button was found to be properly responsive. The returned battery cap and cartridge cap were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.